Event description:
The patient reported that, the hcp turned her pump off before she had a MRI and then turned it back on again after the MRI. Since the MRI her personal therapy manager (ptm) has not been working and giving her prompts she did not understand. Also, she was hearing intermittent beeping and felt like she was going through withdrawal. No specific symptoms were reported. The patient was seen in the hcp's office and the hcp ran a systems check. There was no audible alarms noted and no alarms noticed on the telemetry. No abnormal activities were occurring. The hcp reprogrammed the patient's ptm because all the programming had been deleted for an unknown reason. The patient recovered without sequela. Reference manufacturer report #2182207-2007-02024

Manufacturer narrative:
Patient code 2271 - labeled. Device code 1496 - not labeled.